Manufacturer narrative:
Product complaint # pc-(B)(4).

Event description:
Literature article entitled ¿total knee arthroplasty with the attune vs. The pfc sigma randomized rsa study of 41 attune and 49 pfc sigma total knee prostheses with a 2-year follow-up" written thom keiller, md, tuuli saari, md, bita sharegi, bsc, johan kärrholm, md. Publisher and date of publication not provided. The article's purpose was to determine ¿does surgery with the attune cr result in improved clinical results at 2 years compared with the use of the pfc sigma cr? Does the tibial component of the attune cr show more pronounced or more frequent lift-off of the tibial component at 2 years?¿ patient data: 96 patients with knee osteoarthritis were randomly operated on with attune or pfc sigma tkas. It is noted that implants in the study were depuy attune or pfc sigma tkas. Cement manufacturer is unknown. Adverse events (please note, it is not specified what aes are related to which device lines attune vs sigma). Tibial subsidence ¿ no noted interventions. Tibial tilt / migration ¿ no noted interventions. Tibial radiolucent lines ¿ no noted interventions. Deep infection ¿ revision of products. Pain and clicking ¿ revision of products. Instability and loosening of the tibial component cement to implant ¿ revision of products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.